Manufacturer narrative:
The customer¿s report that the female luer of the smartsite had separated from the clear main body of the needle-free valve was confirmed. Visual inspection noted that one of the two 2000e7d samples connected to the stopcock was received in two pieces; the white female luer adaptor (fla) of the smartsite had separated from the clear body while still connected to the male luer of the 3-way stopcock. Further examination indicated that a small ring of the clear body was still welded inside of the fla; this indicates that the component had snapped rather than being an assembly error such as an incomplete weld. The root cause could not be identified. However, the customer confirmed that the smartsite® valves are being cleaned with chlorhexidine gluconate and ethanol-based solutions prior to access.

Manufacturer narrative:
Although requested,device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.

Event description:
The report suggests that after 2 hours into a ganciclovir infusion, the patient's parent noted a leakage from the port. On closer inspection the clinician identified that the female luer of the smartsite had separated from the clear main body of the needlefree valve. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.